Event description:
I regularly wear contacts. I run out from contact rinse. So I asked my husband to get it for me. He got me the contact lens solutions with hydrogen peroxide clean clear with the red cap. He does not wear contacts he brought it what he thought it was good for me. Next day, I was getting ready to go to work. I was in a hurry, I opened it up thinking it was the regular rinse. I cleaned my contacts as normal and when I put the contacts on and what an incredible pain I felt. My eye was burning. No way to describe such as horrible pain; 24 hrs later and my eye is still red like it is bleeding. I think this type of product should not be available over the counter. So sad product like this could harm anybody. "Is the product compounded: yes; did the problem return if the person started taking or using the product again: yes; how was it used: ophthalmic." Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Clear care, strength: 355 mg milligram(s); frequency: as needed; how was it taken or used: ophthalmic.